Event description:
During left heart catheterization, the pressure tubing burst at approx 750 psi. The broken tubing line shot pt blood and contrast solution across the rooom, contaminating the head, face and chest of the scrub person.